Event description:
The following information was received from the left main study: the patient died of heart failure, poor lv function, exacerbation copd, and hemodynamic instability on the same day of the index procedure.